Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-14- insufficient blood sample applied to strip (user) test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred after the blood sample was applied. At the time of the call the customer stated she had distorted vision; medical attention was not needed at the time of the call. Customer is using correct test strips and product is stored according to the specification. During the call on (B)(6) 2018 a blood test was performed by the customer and produced e-2 error using truemetrix meter. The test strip lot manufacturer's expiration date is 09/23/2019 and open vial date is (B)(6) 2018.